Event description:
As reported by the user facility: according to the complainant, while using a d300 discofix 3-way stopcock (material#: 456003, lot#: 24e12d9040) during a radiopharmaceutical therapy infusion, a leak occurred. The stopcock became contaminated with radiation and had to be disposed off in our radioactive waste. The medication being infused was 225ac-psma-I&t for hoag clinical trial (B)(4). The patient and provider were not exposed to the medication. The complaint device is not available to be returned for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.